Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was showing an error code of 400 ref 12 and after changing the batteries, they got an error code of 600 ref 28 - foot switch stuck. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, following failures and defects were observed. Error code : 400. Error code : foot pedal stuck. Corrosion on the base plate. Broken mode button. The device was deemed non-repairable due to the corrosion of the base plate and broken mode button; therefore, the device was not restored to the specifications. It is being placed into long term hold. With the available information, we cannot determine the root cause of the identified failures. The broken mode button and corroded base plate might have caused the device to show the reported error codes, however, we cannot discern a definite root cause with the available information. A manufacturing record evaluation was performed for the finished device lot number (1303009), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the healthcare professional that preoperatively to an unknown surgery, it was observed that the foot pedal was showing an error code of 400 ref 12. They changed the batteries and then got an error code of 600 ref 28 - footswitch stuck. No delay or patient consequence. During in-house engineering evaluation, it was determined that there was corrosion on the base plate on the device. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary complaint summary: as reported by the healthcare professional, pre-op to an unknown surgery the foot pedal was showing an error code of 400 ref 12, they changed the batteries and then got an error code of 600 ref 28 - footswitch stuck. No delay or patient consequence. Investigation summary: the device was received at cq the testing was performed at service center . It was reported that the device was showing an error code of 400 ref 12 and after changing the batteries, they got an error code of 600 ref 28 - foot switch stuck. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, following failures and defects were observed. - error code : 400. - error code : foot pedal stuck. - corrosion on the base plate. - broken mode button. The device was deemed non-repairable due to the corrosion of the base plate and broken mode button; therefore, the device was not restored to the specifications. It is being placed into long term hold. With the available information, we cannot determine the root cause of the identified failures. The broken mode button and corroded base plate might have caused the device to show the reported error codes, however, we cannot discern a definite root cause with the available information. A manufacturing record evaluation was performed for the finished device lot number (1303009), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 correction narrative: d4: the lot number was inadvertently missed on the initial report; and has been updated to reflect the correct information.